Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 500 mg/dl and the pump did not alarm no delivery. The customer had symptoms such as feeling thirsty and using the bathroom. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery was recurring. The customer was advised to perform a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer was advised to call back to troubleshoot.